Event description:
According to the reporter: during low anterior resection / double stapling, the surgeon clamped the tissue and pushed the green button, however could not fire the device. The display showed a graphic of a cartridge with "0". The procedure was completed with another device. No injury to the patient.